Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone retrieval procedure on (B)(6) 2013. According to the complainant, the jagwire was inserted through a cannulation tube into the patient's common bile duct. The distal tip of the guidewire detached, exposing the tip of the corewire, just below the hepatic portal region. The detached tip as recovered using a basket and balloon catheter. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as good.

Manufacturer narrative:
Although the patients exact age is unknown, the patient is over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and device expiration date are unknown. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone retrieval procedure on (B)(6) 2013. According to the complainant, the jagwire was inserted through a cannulation tube into the patient's common bile duct. The distal tip of the guidewire detached, exposing the tip of the corewire, just below the hepatic portal region. The detached tip as recovered using a basket and balloon catheter. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as good.

Manufacturer narrative:
A visual examination revealed that 4.9cm of the pebax section was detached/separated, exposing the tip of the core wire. The presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. No evidence of corewire fractured. The ptfe jacket did not present any anomaly. It is most likely that due to anatomical/procedural factors encountered during the procedure, since the presence of adhesive indicating proper manufacturing was determined, hence the most probable root cause is operational context.